Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the device exhibited oversensing and pacing inhibition, which let to the patient experiencing a syncope episode. It was decided to explant and replaced this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.